Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.